Manufacturer narrative:
The field service engineer (fse) discovered a crushed peristaltic pump tubing which caused some sample to be left in the reaction vessel (rv). The fse replaced the affected peristaltic pump tubing and performed system check, high sensitivity (hs) system check and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, crushed peristaltic pump tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. An initial result of 0.13 ng/ml was obtained and released from the laboratory. Subsequent testing of the sample, on an alternate access 2 system, produced a lower result of 0.03 ng/ml, within the normal reference range. An amended report was issued to the hospital. The customer stated there was no report of patient injury or change in patient treatment associated with this event. The patient¿s sample was collected in a full 3 ml lithium heparin tube with no gel and centrifuged at 5,100 rpm (rotations per minute) for five minutes. Testing was completed from the primary tube; the sample was not re-centrifuged prior to retest. Quality control (qac) is performed daily and no issues were noted at the time of the event. The customer noted no events posted in the system event log. The last system check passed within specifications. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.